Event description:
The pt was revised due to cement mantle failure causing stem to loosen.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records and test the retained lot was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective actions is not indicated. Depuy warsaw considers the investigation closed. Should any additional info be received, the investigation will be reopened.